Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
The product was returned for investigation and the failure mode will be monitored for future reoccurrence. Alleged failure: light keeps flickering. The failure(s) identified in the investigation is consistent with the complaint record. Probable root cause is the leaf spring contact between the receptacle board and the contact ring.

Event description:
It was reported that there was loss of light.